Event description:
It was reported that this right ventricular (rv) lead was explanted approximately one month post implant. No additional adverse patient effects were reported. This rv lead has been received for analysis.